Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion: type I endoleak.

Event description:
In 2007, four gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. An intraoperative angiogram revealed a distal type I endoleak. In 2008, a computed tomography scan revealed that the distal type I endoleak persisted. The physician will continue to monitor the patient.